Manufacturer narrative:
MDR / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced three infusion set issues, which led to high blood glucose level issue and was treated with bolus using pump event on (B)(6) 2026.